Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported a generalized complaint of leaking between the female luer connection of carefusion sets and the ICU medical microclave clear during unspecified infusions. No specific event information is available and there has been no patient harm. It was noted that although the customer has been using these disposables with syringe pumps since 2010, the leaking began in (B)(6) of 2016. The customer has sent sets to ICU medical for investigation into the mating of the 2 devices and would like to share the results when they are available.

Manufacturer narrative:
Concomitant medical products: 10014914; 10015612; td unk. The customer¿s report of a leak at the connection to another set using an ICU medical connector was confirmed. Functional and pressure testing was performed; leakage under pressure was observed in the female ports when the bd luers were connected to the ICU microclave however no leaking was noted when testing with bd mating components. Examination under magnification showed thin hairline cracks in the female luers, extending mostly end-to-end. Despite the hairline cracks, no leaks were observed when only bd mating components were used. This indicates that there may be a slight incompatibility issue when the ICU medical microclaves are used as mating components with bd components. Dimensional testing was performed on all of the female luers. All results were within specifications. The probable cause of the leaks at the connection is poor fitment or lack of compatibility between the bd components and the ICU medical microclave.